Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 900 mcg/day (manufacturer, lot number, and dates of therapy were not reported) via an implantable pump. Indications for use included intractable spasticity and movement disorders. The hcp was not the patient's managing physician. Medical history and concomitant medications were not reported. On "around (B)(6) 2015" (also reported as "for 3 weeks prior to the refill" on (B)(6) 2015), the patient's pump had run dry. It was reported that the patient heard the alarm. It was unknown if the patient had experienced any symptoms. On (B)(6) 2015 the patient's pump was refilled by their managing physician. Additional information regarding pump drug details, concomitant medications, medical history, and patient symptoms, as well as troubleshooting, actions/interventions, and cause of the empty reservoir was requested. If additional information is received, a follow-up report will be sent.